Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal comm failed - 3301" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. Spo2 shutdown communication between the pulse oximeter module and the unit fails and the operator has turned off pulse oximeter monitoring acknowledging the condition. When this is done, stby appears in the data windows for spo2 and hr as those parameters are no longer available. The ventilator will continue to operate just without these parameters. The masimo module was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "self test fault" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.